Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on (B)(6) 2018 at 12:25pm that the insulin pump had alarm pump error 4, 53 and failed battery test. The customer¿s blood glucose level was 204 mg/dl at the time of the incident. Customer is calling says the pump shut off this morning, it went blank and I got a bunch of pump errors and changed the battery. The customer declined troubleshooting, the insulin pump will not be returned for analysis. Frn- reservoir.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No battery alert noted during testing. No unexpected software error detected or the motor arm cannot communicate with the main arm alarms during testing however, the formatted history file confirmed software error detected and the motor arm cannot communicate with the main arm alarms due to a software error.